Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the customer's statement is confirmed as valid after evaluating the device. The inspection of the skull clamp shows a loose swivel lock, and a residue buildup is present which does not guarantee proper fixation of the patient's skull. For the adjustment of the lock assembly new components need to be added to replace worn internal parts, such as the floating ratchet for adjusting the locking mechanism, the worn spring, o-ring, bearing balls and washer. Additionally, the small parts of the rocker arm (washers, nut and garder screw) must be replaced due to wear; the ratchet extension needs to be replaced as it shows wear on its teeth and dents on its sides and cannot be fixed properly into the base. After completing the repair, the unit must undergo a function test. Root cause - the complaint is confirmed via inspection of the unit which requires replacement of worn parts and cleaning. The probable root cause is routine use and wear of the unit. No further action is required beyond the mentioned repairs based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that preoperatively, the mayfield modified skull clamp (a1059) was not secure enough and came loose. The medical staff completed the procedure with another mayfield. The surgery time was increased by approximately 30 minutes; however, there was no injury to the patient.